Event description:
Boston scientific received information that this brady lead was part of a system revision due to high pacing lead impedance measurement of greater than 2,000 ohms. Additional information indicated that this high pacing impedance was due to a possible lead fractured. This lead was capped and surgically abandoned in the patient. Another lead was successfully implanted in the right ventricular (rv). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.